Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, the patient underwent anterior lumbar interbody fusion surgery on the lumbar region of his spine from vertebrae l1 to l3. "The rhbmp-2 collagen sponge was used to fuse more than one level of the spine.". Post-op the patient allegedly had "increasingly severe low back pain, pain across his hips and down his legs, and radicular symptoms in both legs.". On (B)(6) 2015, the patient underwent revision surgery due to severe pain and symptoms due to due to subsidence of the interbody cage. Despite revision surgery, the patient "continues to experience chronic lower back pain, radiating pain down his legs, numbness and tingling on his right side and buttock, muscles spasms in his legs, and swelling on the right side of his body. He experiences difficulty sitting, standing and walking for extended periods, and requires occasional use of a cane to assist in ambulation. Patient also suffers from sexual issues."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2004, the patient was presented with the following pre-op diagnosis: l2 burst fracture, coronal deformity. The patient underwent the following procedures: 1. L2 corpectomy. 2. L1-l2 anterior spinal fusion. 3. L2-l3 anterior spinal fusion. 4. Open reduction and internal fixation coronal deformity. 5. Synthes expandable cage as structural graft. 6. Morselized autograft. As per operative notes, a 10 mm lordotic synthes expandable cage was chosen because of its length. The cage was packed with a combination of morselized autograft and rhbmp-2 since the patient is a smoker. The cage was then introduced into the l1 corpectomy site and carefully distracted open until normal alignment was obtained. Cage was very firmly attached to the end plates at this point. X-ray was obtained, which confirmed good graft placement. No intra-operative complications were reported.